Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual inspection noted that the side car - rx was torn and pushed back out of specification. A functional inspection was performed by actuating the handle, which found the basket was able to open and close without issues. A dimensional inspection confirmed that the exposed metal was out of specification. No other issues were noted. The reported event was confirmed. Based on all available information, it is most likely that the problem found may be related to user manipulation and/or technique applied by the user during procedure while inserting/withdrawing the guidewire. This ended tearing the side car and pushing it back. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the side car-rx (guidewire channel) was torn and the guidewire came out. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.